Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was displaying a service code 102 (charge profile fault). The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation the resistor r45 was open on the c/a board, which caused the service code 102. The cause for the open r45 resistor was a broken positive lead on high-voltage capacitor c19 and a broken negative lead on high-voltage capacitor c21 on the defibrillator board. The root cause for the broken leads on c19 and c21 could not be positively identified but was likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on (B)(4) 2012 and is currently under review. No adverse event resulted from the broken leads on c19 and c21. The pt received a replacement monitor.